Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral deflation and bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with unspecified mentor saline breast implants and experienced postoperative bilateral capsular contracture and bilateral deflation. In particular, it was reported that the left breast was hard as a rock. Diagnosis was confirmed by physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.